Event description:
It was reported a stroke occurred. A concomitant left atrial appendage closure (laac) and farapulse ablation procedure was being performed. For the laac procedure, a watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The 27mm closure device was successfully implanted in the laa with no issues. A few hours post procedure, the physician reported that the patient had with stroke symptoms. When treating the stroke, it was noted that the patient had a brain bleed/intracerebral hemorrhage (ich). The patient remains in the hospital.